Manufacturer narrative:
Device evaluation: smiths medical asd, inc is unable to perform a complete investigation as the user facility did not retain the actual event device sample. This facility has reported that they have several of this device lot in stock. Some of their reported lot numbers were manufactured before the mask reinforcement ring was added. The facility audited their inventory and found no more units, from this lot number, with the mask reinforcement ring missing. A review of our complaints database shows this to be the first report on this device lot number. Twelve units were audited, from our inventory of the reported lot number, and no units were found to be incomplete. Our supplier has been notified of this event and their evaluation states that: analysis: this may be caused by the assembly defect of our assembly people missing the reinforcing ring and noticed during the resuscitator assembly. Short term corrective action: 100% of inventory is being checked to assure all packages are complete; retrained personnel to "reinforce ring" double check and packaging quality will start to inspect for this issue; and added step to assure personnel check each package before putting into carton. Long-term preventative action: issue has been highlighted and recorded in the standard operating procedures (sop) complaint area; they are revising the mask and reinforcing ring assembly sop to add the reinforce ring adherence checking after passing the uv glue; and revised the sop that final inspector must do the double check for sticking the reinforce ring together with mask shell connector.